Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analysis of the instrument and instrument data, the fse determined that the cause of the discordant calcium ca_2 result was a worn out bushing in the sampling and reagent wash pump (srwp). The fse replaced the srwp and the gev valve. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A discordant calcium ca_2 result was obtained on an advia 1800 for one pt. The initial result was over the limit set by the customer and was held in centralink and not reported to the physician. The sample was rerun, and the result of the rerun was reported. There was no report of adverse health consequences or intervention due to the discordant ca_2 results.